Manufacturer narrative:
H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed and a loose/dislodged green pull ring cap to the patient connector was observed inside the closed pouch. The cause of the dislodged pull ring cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a loose/dislodged green pull ring cap to the patient connector of an amia cassette was observed inside the closed pouch. There was no patient involvement. No additional information is available.